Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient experienced extreme pain one week after being implanted. The patient is currently working through different algorithms to get optimal pain relief. There are no further reports of complications.